Manufacturer narrative:
Patient¿s gender and weight were not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 day. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump for left heart support (lvad) at 3:00pm on (B)(6) 2016, and was stable. Sometime during the night the console alarmed "m4" and the pump stopped. The motor and primary console were exchanged and support was resumed. During the time the device was not running, the patient required cardiopulmonary resuscitation while the parts were being exchanged. It was reported that no patient sequelae was noted from this event. It did not result in a death or serious injury.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The centrimag primary console is not a single use device. Approximate age of the device from the manufacture date is 4 years and 10 months. Device evaluation: the centrimag motor and primary console and were returned for evaluation. When tested together, the system alarmed with a motor alarm: m4 and a motor disconnected alert. However, when the centrimag motor was run with a test primary console, the centrimag motor operated as intended with no issues found. Testing of the returned primary console discovered an issue with impedance in the via connection of one circuit path on the console¿s motor controller printed circuit board (pcb) for one of the motor phases. This resulted in aberrant function of the rotor bearing in the centrimag motor. The motor controller pcb was replaced and the returned centrimag motor and primary console were again tested together. The devices were run multiple times and both devices functioned as intended. A specific root cause for the impedance could not be determined. A review of the device history records for both the centrimag primary console and the centrimag motor revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.